Event description:
Implantable systems post market registry reported the intrathecal catheter at the midline connection in the patient's lumbar spine is positioned over the patient's spiny process and causes pain, and irritation. The patient underwent surgical intervention. The infusion pump was programmed to deliver hydromorphone 30mg/ml @ 20mg/day, bupivicaine 40mg/ml, clonidine 1.5mg/ml and baclofen 0.15mg/ml. The physician reported the patient recovered without further sequela.